Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported needing to dock two times on the patient's left eye because suction two does not proceed and engage. There was opaque bubble layer and the flap was gluey and very hard to dissect. The stromal bed was rough. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows successfully performed treatments. During the reported treatment, the user needed longer time to get suction than usual, but there was no problem with the vacuum. The energy was stable during treatment day. Treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4)